Manufacturer narrative:
The account replaced the motor control board due to a hi/low drive over current.

Event description:
The account alleged the motor control board has charring on it next to the foot hi/low drive connectors.